Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received an unknown drug (device registry listed the initial drug to be dilaudid) in an implantable pump for non-malignant back surgery syndrome. The catheter dislodged four times and required surgical intervention within two months following the initial pump implant. The pump was subsequently replaced in 2012 for routine battery depletion. Additional information was requested from the healthcare provider (hcp) regarding drug information, pertinent medical history, if there was patient symptoms, what diagnostics were performed, if the cause of the issue was determined. If additional information is received, a follow-up report will be submitted.